Event description:
The customer obtained multiple, lower than expected vitros tsh patient results (sample 1 < 0.015 and 0.026 miu/l; sample 8 < 0.015 miu/l; sample 13 < 0.015 miu/l) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient samples were repeated on two different alternate methods (sample 1 = 0.61 miu/l; sample 8 = 0.03 miu/l; sample 13 = 0.01 miu/l). Sample 1 was initially reported from the laboratory to a clinician, and a corrected report was issued for the affected tsh patient results. Samples 8 and 13 were run as part of a patient correlation test, therefore, the affected tsh results were not reported to a clinician. There was no report of harm to the patients as a result of this event. This report is number two of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were possibly involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros tsh results were obtained for multiple patient samples. The investigation could not determine a definitive root cause. However, an unknown sample interferent cannot be ruled out as a contributing factor. There was no evidence that the vitros eciq analyzer or vitros tsh reagent had malfunctioned.